Event description:
It was reported that the user paused insulin delivery due to hypoglycemia concerns and did not resume delivery, which resulted in elevated blood glucose with a reported value of 234 mg/dl; the ilet subsequently delivered corrective insulin and the user reported no symptoms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of hyperglycemia without medical intervention or hospitalization. Investigation included troubleshooting and user education, including a resume insulin reminder. Investigation of this case revealed user handling contributed to the event, with the device functioning as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to not resuming insulin delivery after a pause.

Manufacturer narrative:
Initial.